Manufacturer narrative:
The user reported that they are missing high or low glucose alarm with the freestyle libre 3 app. Attempts to replicate the users compaint using a similar configuration was performed and successfully scan and receive glucose readings. Investigation was unable to replicate the complaint therefore, the issue is not confirmed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the follow up report #1. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 11. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness due to hypoglycemia and was unable to self-treat. The customer was administered emergency glucose via gel and liquid form by spouse. A emergency doctor was called, but did not provide further treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported that they are missing high or low glucose alarm with the freestyle librelink application. Attempts to replicate the users compaint using a similar configuration was performed and successfully scan and receive glucose readings. Investigation was unable to replicate the complaint therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
An alarm issue was reported with the adc device in use with unknown phone/os. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness due to hypoglycemia and was unable to self-treat. The customer was administered emergency glucose via gel and liquid form by spouse. A emergency doctor was called, but did not provide further treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. As it is unknown if the user was using android or ios with the fs libre 3 sensor, g4 - PMA/510(k) # has been populated for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with unknown phone/os. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness due to hypoglycemia and was unable to self-treat. The customer was administered emergency glucose via gel and liquid form by spouse. A emergency doctor was called, but did not provide further treatment. There was no report of death or permanent impairment associated with this event.